Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a1, h4. Additional information added to field h3, h6. The device history record was unable to be reviewed for this device since manufacturing date of the subject item was unknown. The device was returned to olympus for inspection and the customer's allegation was confirmed. Based on the results of the investigation, it presumed that the external stress was applied to lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. As a cause of the external stress above, the user may have applied force toward incorrect direction. The event can be detected by following the instructions for use which state: 9 preparation and inspection; 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the connecting tube was damaged. And would not connect to the channel connector in the reprocessing basin. The issue occurred, during reprocessing. With no reports of patient harm or patient involvement.